Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit lost electrical continuity and became open circuit after one hour of use, causing the fisher & paykel healthcare mr850 respiratory humidifier to alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the inspiratory limb of the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The complaint inspiratory limb was visually inspected. A heaterwire resistence test was carried out using a calibrated multimeter and a continuity test was performed. Results: the visual inspection revealed no visible damage to the complaint inspiratory limb. Electrical resistance testing showed that the inspiratory heater wire was open circuit. Continuity testing revealed that the open circuit in the inspiratory heater wire was located in the connection between the heater wire and the left heater wire pin inside the overmoulded plug. A lot check could not be performed as no lot number was provided. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All rt340 breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became open circuit after release for distribution, possibly as a result of a intermittent crimp connection. This malfunction does not interfere with the delivery of medical gases, only the heating of it. (B)(4).